Event description:
It was reported " the peel-away sheath in the 5fr mst set broke away when inserting in a patient. The clinician removed the sheath successfully and in full and continued to place the PICC. The patient was not harmed." No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The photo displayed the sheath extrusion torn incorrectly partway down the body, resulting in the separation of the two tabs. The customer also returned one peel-away sheath for analysis. Signs of use in the form of biological material were observed on the sheath. Visual inspection revealed that the peel-away did not tear correctly. This resulted in the extrusion to separate around the middle of the sheath. The portion of the sheath that was torn was scalloped/wavy down the score lines. It was additionally noted that one score line was torn down the entire extrusion. The total length of the sheath measured 2 3/4", which is within the specification limits of 2 5/8"-2 7/8" per the sheath product drawing. The sheath outer and inner diameters could not be accurately measured due to the damage. Functional inspection could not be accurately performed due to the condition of the returned sample. A device history record review was performed and no relevant findings were identified. The report that a peel-away sheath did not tear correctly was confirmed through complaint investigation of the returned sample. Visual analysis revealed that one side of the sheath did not tear as intended and separated from the rest of the extrusion. Based on the customer report and the sample received , manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the peel-away sheath in the 5fr mst set broke away when inserting in a patient. The clinician removed the sheath s uccessfully and in full and continued to place the PICC. The patient was not harmed." No medical intervention required. The patient's current condition is reported as "fine".